Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm caused by a severed motor screws that wedges between the link and low link switch. This caused the door to appear open to the sensor. Once the screw was removed, the door operated as expected. The motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.